Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient had a stage 4 wound infection and would be having hyperbaric treatments daily.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the stage 4 wound infection was first noticed for 2-3 months. The stage 4 wound infection was not related to/caused/contributed to by the manufacturer's device or therapy. The cause was non-compliance with wound care management. No actions were taken to resolve the stage 4 wound infection and it had not been resolved.